Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stating that for 2 days over the weekend, the communicator only did the bluetooth and battery light and they were not able to control their stim at all and they need a 'new controller'. Caller stated they 'tried charging all day saturday' and used the same cord but, they just had to let the communicator die for it to work. Agent had a hard time keeping the pt focused and pt was talking very fast. Agent understood pt could not turn off the communicator. Pt stated the manufacturer representative (rep) said when this issue has happened in the past, the communicator had to be replaced. Pt stated they 're attached' multiple times. Agent reviewed communicator power button. Pt stated they are still getting used to 'where the numbers are' and if they move a certain way, they get zappy. On the call, pt connected to the mystim app without any issue and saw therapy was on. Agent reviewed the communicator does not need to be replaced at this time. Pt will monitor the issue and call back if further assistance is needed.